Event description:
It was reported that "dr. Revised pt's femoral side to a primary total hip stem and 52mm head. Dr. Prepared the femur and implanted a 6054-1115s (secur-fit max plus). Post operative x-rays revealed a femoral fracture. Dr. Then decided to perform a subsequent surgery to cable/plate the fracture. The 6054-1115s was left in place."

Manufacturer narrative:
Device is not available for eval. No eval will be performed. Add'l info has been requested and if received will be provided on a supplemental report.